Event description:
Customer reports, the use by date on the comfort curve test strip system as 02/29/2007; manufacturer's database and batch record confirmed the actual use by date to be 02/29/2004. No adverse event reported requested return of suspect device and replacement was sent.